Event description:
Customer reported a malfunction alarm with the code "malf 0," which did not have any notable preceding events. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, acknowledging the guidance provided.